Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in a coronary vessel. A 3.0mm x 15mm quantum maverick balloon catheter was selected for use. However, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 61.2cm distal of the strain relief. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in a coronary vessel. A 3.0mm x 15mm quantum maverick balloon catheter was selected for use. However, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.